Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, while additional assistance was deemed unnecessary, and cts closed the case.